Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found damage to the stent. The mid to distal sections of the stent were damaged with stent struts bunched in a distal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found a break 220mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft beak occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After pre-dilatation was performed, a 2.75 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, it was found that the shaft was disconnected in the process of moving the device forward and backward after multiple attempts were conducted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft beak occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After pre-dilatation was performed, a 2.75 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, it was found that the shaft was disconnected in the process of moving the device forward and backward after multiple attempts were conducted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.